Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report. Same pt event as MDR 9610622-2010-00569.

Event description:
Nurse reported in a letter, during surgery, it was observed that the reamers are dull. The desired operation result could be achieved. No further info was given.